Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the during surgery, the handle was not locking in. The unit was not able to perform the up and down motion. It was unknown if there was patient harm or delay. Due diligence was complete, there is no additional information available.